Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip (80621u268) referenced and steerable guide catheter referenced is filed under a separate medwatch report. The previously reported slda referenced is filed under a separate medwatch report. MFR# 2024168-2018-06621.

Event description:
This is filed to report the single leaflet device attachment (slda) that occurred on (B)(6) 2018. On (B)(6) 2018, a second mitraclip procedure was performed to treat a previously reported single leaflet device attachment (slda). The first clip delivery system (cds 80621u164) was advanced to the mitral valve. Grasping was noted to be difficult due to the anatomy; however, the leaflets were eventually grasped and the clip was implanted. After deployment, the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (slda). An additional clip was implanted to stabilize the slda clip. The next cds (80621u268) was advanced; however, during deployment, when pulling the actuator knob, the clip detached from both leaflets and remained on the gripper line. A snare device was used to successfully retrieve the clip. The procedure was aborted. Two clips were implanted, reducing the mr to 3+. An occluder was implanted to treat the enlarged atrial septal defect. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified did not indicate a lot-specific quality issue. All available information was investigated and the reported failure to adhere or bond and single leaflet device attachment (slda) appears to be due to patient morphology/pathology (severe mitral annular calcification/mac) of the posterior leaflet and a2/p2 flail). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.